Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during totally extraperitoneal preperitoneal repair, the user could not ligate a rather thick tissue. He/she switched to another md, who also failed to ligate first, and then, with the second ligation with force, the jaws locked up with a clicking sound and the pivot pin got detached. The user forcedly removed the applier from the trocar and used another applier to complete the operation. After the operation, x-ray showed approximately 0.7mm shadow in the left groin. Having doubted that it might have been the piece of the applier, the user would like us to inspect it. The patient has been following up.

Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha wi facility as part of a 50 pc. Lot in march of 2019. Evaluation of the returned instrument shows that the one jaw is loose in a bag taped to the applier and the other jaw is still attached with the pivot pin to the outer tube assembly. Further evaluation shows that the outer tube assembly is bent/damaged, and the jaw pivot pin is pushed thru one side of the outer tube assembly. We can verify that all components are present with this returned applier and no parts are missing. We are unable to determine what caused the tips of this device to be loose and misaligned and for the jaw pivot pin to be pushed into one side of the damaged/bent outer tube assembly but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to release to customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that during totally extraperitoneal preperitoneal repair, the user could not ligate a rather thick tissue. He/she switched to another md, who also failed to ligate first, and then, with the second ligation with force, the jaws locked up with a clicking sound and the pivot pin got detached. The user forcedly removed the applier from the trocar and used another applier to complete the operation. After the operation, x-ray showed approximately 0.7mm shadow in the left groin. Having doubted that it might have been the piece of the applier, the user would like us to inspect it. The patient has been following up.